Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the introducer needle was missing from the applicator upon sensor insertion. The sensor was inserted into the abdomen on 10/29/2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event of a broken introducer needle could not be determined. A root cause cannot be determined.